Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that while unpacking the renegade hi-flo microcatheter, the radiology technician noted that a single hair was wrapped around the protective plastic hoop. The device was not used during the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was received inside the opened sterile pouch which was within the device package. A hair was visible near the hub of the microcatheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is manufacturing related. (B)(4).

Event description:
It was reported that while unpacking the renegade hi-flo microcatheter, the radiology technician noted that a single hair was wrapped around the protective plastic hoop. The device was not used during the procedure. No patient complications were reported.